Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 300 mg/dl and treated with pen. The user alleged the insulin pump was under delivering insulin due to motor of reservoir getting "stucked" or stopped. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they changed set several times. Customer declined to check their settings. Customer reported that they performed the high pressure test and test result was successful, they repeated the test and test was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.